Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the cannulas were bent and the insulin pump did not alarm no delivery. The customer also stated that the insulin was backing up and exiting of the site. The customer stated that the adhesive tape got moist. The tape and the cannula came off of her body. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Perform a high pressure test twice and the device failed the test. No further info was provided.